Manufacturer narrative:
(B)(4) additional information was requested and the following was obtained: how many uses of the device are remaining on the hand piece? Rep advises there were 17 uses remaining on the hand piece. The handpiece was received with the nose cone cracked and the mount was noted to be loose. No functional testing could be performed due to the nose cone was extremely cracked and no instrument could be attached to the handpiece. The instrument was disassembled to inspect internal components. The moisture indicator was (B)(6). The transducer assembly was not held in place due to the cracked nose cone, so torquing on the disposable resulted in twisting only the handpiece transducer assembly until the internal wires got disconnected. Due to the cracked nose cone, moisture entered the hand piece mid housing. A possible cause of the nose cone being cracked is the sterilization method due to the heating and cooling of the sterilization cycles is a stressor. It is possible that the cracked nose cone caused the reported assembly/disassembly issues. It is possible that the ingress of moisture affected handpiece functionality. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that before use of device on the patient in a laparoscopic bowel resection procedure, the nurse was unable to test successfully and tighten assembly message appeared. The device was inspected and damage to the threads noted. A second device was used for the remainder of the case without problems. There was no report of adverse consequence to the patient.